Event description:
Ambulance personnel were attending to a patient in ventricular tachycardia. One synchronized shock of 100 joules was delivered. The operator reported observing the patient's arms move when the energy was delivered however, allegedly there was no deflection on the monitor screen or record of the shock on the recorder print out.the operator reported, possibly no shock was delivered." A second 200 joule shock was delivered and the patient's rhythm was converted to a perfusing rhythm. The reporter did not report any adverse effects to the patient as a result of the alleged malfunction.